Event description:
The customer reported to olympus that the visera elite ii video system center did not recognize the video scope. The issue occurred during preparation for use. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. During evaluation pins in the video socket connector were found to be broken. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena (¿not recognizing video scopes¿; and ¿failure of the output connector socket¿) were reproduced. It was determined that the scope could not be recognized due to the inability to connect normally due to the damaged pin of the video socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.